Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right atrial (ra) lead implant procedure (B)(6) 2016 there was prolonged implantation due to the patient¿s anatomy, however the lead was subsequently implanted. It was also reported an increase in the ra lead threshold was detected a few months later, and x-ray confirmed lead dislodge. The ra lead was scheduled for revision, and during the revision procedure, due to tissue adhesion the lead could not be re-positioned or removed. Therefore, the lead remained in the patient¿s body in an out-of-service status, and a new lead was additionally implanted.